Event description:
According to the reporter, during a thoracoscopic right upper lobe laparoscopy, while being applied at the right lung vein, the unit was capable of firing but it led to a bad staple formation. The device hits with the first three then clicks ok. Many staples were badly formed and 45 brown staples can not be fired. They re-opened a new gun and a new staple to complete the case. The patient was alive with no injury.